Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had an intrathecal pump revision done recently secondary to the fact that the patient had flipped her pump. This occurred about a year and a half after the original surgery for the pump. This led to all of the problems including difficulty with filling. This was not a device or catheter issue, it was simply an issue with where the device sat in its pocket. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the hcp had a hard time refilling the pump the middle of last week ((B)(6) 2018) when they tried to do a refill. A flipped pump was suspected, and the pump was sticking more horizontal out of the patient¿s body and was not lying flat. The pump was sticking out of her stomach. It was noted the hcp was going to revise on the date of this report. Patient symptoms were not reported and everything had been great with therapy. The patient told the rep they turned the dose down this past week and this was done to make sure the drug that was in the pump would last. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.